Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the pump was received stuck in the motor error loop during bolus delivery. The pump was unable to confirm motor error alarm due to over written history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads. The pump was received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed motor error during basal. The customer stated that the pump was not exposed to high magnetic field. The customer stated that there was a motor error encoder error on the pump. The customer stated that the motor error occurred more than once in the last 30 days. The customer was advised to return the pump and zero out the basal rates. The customer will be sent a replacement pump.